Event description:
New information notes that pacing was on, tachy was enabled and a high capture threshold was observed upon interrogation of the right ventricular lead. The lead was initially scheduled for repositioning but the helix would not retract during the procedure. The right ventricular lead was extracted and replaced successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Final analysis notes a complete lead was returned in one piece for analysis the reported events of ¿right ventricular noise and over sensing¿ and high capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of helix would not retract was confirmed. After cleaning, the blood off from the helix and applying torque directly to the connector pin, the helix could be extended and retracted meeting device specification. The reported event of helix would not retract was isolated to the helix being clogged with blood.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant at a post-operative check, it was observed that multiple episodes of noise and oversensing were observed on the right ventricular lead. The noise could not be reproduced with isometric testing. Programming changes to turn off tachy therapy and pacing were made pending lead revision at a later date. The patient was discharged in stable condition.